Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: investigation summary the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device revealed signs of usage on its overall surface. The needle was assembled in the shaft of the deployment gun. Additionally, the sleeve was deformed. No other anomalies were noted. A functional test was performed to the grey trigger. The trigger of the deployment gun was activated several times with obstruction and difficulties. The needle was stuck to the gun, and it was not possible to remove it from the device. The overall complaint was confirmed as the observed condition of the omnispan meniscal repair 12deg would have contributed to the complained device issue.¿ based on the investigation findings, the potential cause is traced to the procedural variables, such handling of the device or product interaction during procedure. The stuck condition for the needle is typically a result of inserting the needle and, at the same time, squeezing the red trigger. As per instructions for use (IFU); the next precautions need to be followed: 1) at desired depth, squeeze the deployment lever (dark gray) while maintaining depth positioning to deliver the first implant. Note: there may be a slight pushback on the deployment gun while the implant goes through the tissue. 2) remove the needle from the tissue and retain visibility of the tip of the needle in the scope to ensure the second implant maintains the proper position. 3) pull the loading trigger (red) to load the second implant to the firing position of the needle (should be seen at 20mm marking). Properly handling and¿attention to the approved use of the device diminishes the risk of failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review given that no lot number was provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed.

Event description:
It was reported that during a meniscal repair surgical procedure it was observed that the meniscal deployment gun and omnispan meniscal repair 12deg needle were stuck together and it was impossible to change the needle. During service and evaluation, it was observed that the sleeve of the omnispan meniscal repair 12deg was deformed. There were no adverse consequences to the patient. No additional information could be provided.